Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is listed as endocarditis secondary to septicemia. The patient¿s implantable cardioverter defibrillator (ICD) system was removed due to infection approximately three weeks prior to the patient¿s passing.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.